Event description:
A pt incurred a right hip fracture on 8/26/94 & had an open reduction internal fixation on 8/26/94. Had apparent healing & was fully ambulatory until a few days before admission. Came to ER with increasing right hip pain. X-rays demonstrated failure of co compression screw & side plate system with breakage of all side plate screws. On 1/23/95 pt returned to surgery for removal of hardware & had an allograft bone grafting. Hosp is still waiting for a response from the MFR.